Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had experienced high blood glucose levels. Blood glucose level at the time of incident was 400 mg/dl. Insulin pump has received insulin flow block alarm and resolved by complete set change. The customer declined to troubleshoot. The insulin pump will not be returned for analysis.